Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The inhalation flow sensor was replaced. Date of device manufacture year is 2000. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit had a flow sensor failure during the preoperative checkout, affecting ventilation. There was no report of patient involvement.